Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump was not delivering properly. His blood glucose at the time of call was 180 mg/dl. He disconnected from the pump and entered a manual bolus of 10 unit: the pump indicated a successful delivery despite only one drop of insulin being released. Additionally, he was hospitalized a week ago for a high blood glucose above 400 mg/dl. After leaving the hospital he was treating with manual insulin injections. The day after he changed his pump's infusion set and resumed pump therapy. The morning of the call his blood glucose was above 300 mg/dl and he used a manual injection to decrease it to 180 mg/dl. This is when he noticed the delivery anomaly via 10 unit manual bolus, and called the 24-hour helpline. Troubleshooting was initiated for the delivery issue and no apparent damage was found with the pump. A displacement test was performed and passed. The customer was advised to change his infusion set. No products were shipped or returned.